Manufacturer narrative:
(B)(4). The rt102 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt102 adult inspiratory heated breathing circuit was returned to fph (B)(4) for investigation. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire of the returned breathing circuit was found to have electrical resistance higher than specification. A lot check revealed no other complaints of this type for lot 110228. Conclusion: we are unable to determine the cause of the failure. High resistance or electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(4) reported via a distributor that there was an open circuit on an rt102 adult inspiratory-heated breathing circuit and it was not warming up. This was found prior to patient use.